Event description:
The manufacturer received information alleging a patient experienced a "ventilator service required" alarm while using a trilogy o2 ventilator. There was no allegation of harm or injury reported. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed during an operational check. During the evaluation it was noted that the device failed a preventative maintenance test step, therefore the sensor board was recommended for replacement to address the issue. In addition, an error code indicating an oxygen blender module air flow sensor failed was recorded in the event log therefore it was recommended that the oxygen blender board be replaced to address the issue. During an operational check, it was confirmed that the right button responded as if it was pressed twice, even though it was pressed only once, therefore replacement of the front panel/keypad led board was recommended. Additionally, during the service of the device, since the operating time of the motor blower assembly was 56,059.8 hours, replacement of the motor blower assembly was required unrelated to the reportable malfunction/issue. Software version was checked (ver.14.2.04). The unit was returned without repair at the customer¿s request.